Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a mode switch anomaly. No programming changes, intervention or patient symptoms were reported. No additional information was available at this time.